Event description:
A hospital in (B) (4) reported via a fisher and paykel healthcare field representative that two exhalation ports were missing from a quantity of two rt319 adult bi-level/CPAP inspiratory heated breathing circuit kits. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the rt319 adult breathing circuit was not returned to the MFR for investigation. An analysis was carried out based on the event description and results of previous investigations of similar complaints. Results: the omission of the pressure inhalation port from the breathing circuit kit is due to operator error during the assembly process. The circuit pack appears to have passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: this incident is most likely due to operator error. New standard operating procedures have been implemented to assist the operators on the production line in correctly packing the breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented is being monitored to determine if further improvements are necessary. (B) (4).